Manufacturer narrative:
For the subject driver model, conventus orthopaedics, inc. Reviewed the applicable dhrs (traceability control forms) and dhf (including design change orders). The DHR review found no manufacturing deficiencies. The dhf review established that the driver design had been dimensionally scaled up from an existing driver model used for a different conventus implant system, with inadequate verification and validation conducted for the new model. Additionally, a series of inadequate design changes led to unanticipated dimensional tolerance stack-up. Overall, it has been concluded that the inadequate design of the subject driver model caused the event. This design issue is being addressed through the CAPA process.

Manufacturer narrative:
The investigation is in progress. Follow-up report(s) will be submitted upon obtaining any additional information. Conventus orthopaedics, inc. Attempted to submit this MDR on february 26, 2020 at 4:12pm. However, a new webtrader account needed to be created and was not approved until march 11, 2020. As such, this MDR is being submitted late.

Event description:
On (B)(6) 2020, the surgeon removed ph system hardware. During the surgery, the tip of two 120mm h10 drivers and one 160mm h10 driver broke off into the heads of the screws. Conventus orthopaedics, inc. Is submitting three separate mdrs for each of these three breakage events. This MDR is regarding the second of the two 120mm h10 drivers (model no. 7768-1).